Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customers reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 66 hours of extended tests at the customer¿s settings. The ventilator also passed the initial final test and the initial alarm volume test.

Event description:
It was reported to carefusion that the unit intermittently would not trigger a spontaneous breath while in nppv mode. There was no patient harm associated with this compliant. The customer was able to complete the patient transport. The customer was unable to duplicate the reported issue while on a test lung.